Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and no failures occured. The receiver data log was reviewed and no defects were found. The reported event of a receiver initialization without a manual restart was not confirmed. A root cause could not be determined.